Manufacturer narrative:
(B)(4). Concomitant medical products: 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 63068731. The 00662406515, bone screw self-tapping 15 mm length 6.5 mm dia., 63347344 (x2). The 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia., 63530674. The 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 63276978. The 00662406520, bone screw self-tapping 20 mm length 6.5 mm dia., 63145247. The 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 63068731. The 00111314001, palacos rg 1x40 single. The 00700005420, trabecular metal¿¢ acetabular revision shell, 63339909. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient continues to suffer from pain, discomfort, dysfunction, soreness, and loss of range of motion in her right hip post-operatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: cer bioloxd option hd 36mm cat: 650-1057 lot: 2886452, cer opt type 1 tpr sleve 0mm cat: 650-1066 lot: 265850, taperloc por lat fmrl 5.0x130 cat: 11-103200 lot: 772480. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Zimmer-biomet has not approved the compatibility of legacy zimmer elevated liner with tracebular metal cup and this would be considered an off-label use of this product as indicated on the packaging insert. However, with the information provided it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.